Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's thread and needle were broken. Accordingly, they said they opened two different boxes of suture and all of them were frayed and broken. There was no patient involvement as reported.